Manufacturer narrative:
Insulin pump passed the displacement test, active current test, sleep current test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at keypad assembly volume did change when adjusted. Audio of alarm not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure error. The customer¿s blood glucose was unknown. Customer states they are not able to rewind the pump. The customer performed the self test but did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.